Event description:
It was reported patient is experiencing pain over the pes anserine bursa, swelling, stiffness and decrease in flexion two years post implantation. Labs and a bone scan were ordered, but no further information or report of intervention has been provided at this time. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stems extension sharp fluted: catalog # 00598801514, lot # 63203982; nexgen stems: catalog # 00598801117, lot # 63215489; nexgen stemmed tibial component: catalog # 00598800400, lot # 63402724; lcck nexgen femoral component: catalog # 00599401591, lot # 63592705; femoral augment block distal only precoat: catalog # 00599003523, lot # 61668091; femoral augment block distal only precoat: catalog # 00599003524, lot # 77003571; lcck nexgen articular surface with locking screw: catalog # 00599403217, lot # 63864189. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2022-00030, 0002648920-2022-00031, 0001822565-2022-00390, 0001822565-2022-00394, 0001822565-2022-00395. Two device ids were provided by the reporter; of these, only one (1) was reported for pain, swelling, stiffness and decrease in flexion. It is unknown which exact device encountered this issue, it is one of the following: lcck nexgen articular surface with locking screw: catalog # 00599403212, lot # 62749599, manufacture date: jul 23, 2014, sterile expiry date: jul 31, 2022, UDI: (B)(4), 510k: k173057, pro code: jwh, or lcck nexgen articular surface with locking screw: catalog # 00599403217, lot # 63864189, manufacture date: dec 13, 2017, sterile expiry date: dec 31, 2025, UDI: (B)(4), 510k: k173057, pro code: jwh.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates the range of motion has decreased and there is welling and stiffness with pain reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.